Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after the customer filled the cartridge with 175 units of insulin. The customer changed the cartridge to resolve both issues. The customer's blood glucose level was 171-172 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.